Manufacturer narrative:
The lot number was provided in the investigation summary. A new service history review will be launched and another follow up submitted. Service and repair evaluation: the customer reported the foot pedal was going on and off sporadically. The repair technician reported the foot pedal has broken wires in the cord. The cause of the issue is unknown. Replacement of the foot pedal was declined by the customer. Product investigation summary: the foot pedal was declined to be replaced and was forwarded to the complaint handling unit upon completion of the service & repair process. A definitive root cause was unable to be determined; however, the failure mode is likely related to rough handling and/or misuse over the instruments lifespan. The foot pedal (part 05.001.402 / lot 402955.019) is a component of the piezoelectric system set (01.001.598) and provides real-time hands-free adjustment of the hand-piece during surgery. The foot pedal is comprised of five buttons, each of which performs difference functions: hand-piece control, flush/prime irrigation, change program, select left or right hand-piece, irrigation on/off. The returned device was tested with known good piezoelectric components (console, handpiece and cutting tip). The supplier found that the power cord was damaged. This failure mode is associated with rough handling/misuse. As the repair was declined by the customer, no further evaluation is necessary. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The failure mode is consistent with rough handling/misuse. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Unknown when device malfunctioned. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. No service history review can be performed because the lot number is unknown. The manufacture date is unknown. The service history evaluation is unconfirmed the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the intake team received an email from the cmf rep that the foot pedal on the piezoelectric that was going on and off sporadically during a procedure. Console and hand piece being sent in for further evaluation. Sales rep stated there was another cutter available, the procedure was successful and there was no patient harm. This is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review was performed for the subject device part no: 05.001.402, serial/lot no: 402955-019/402955.019. A service history of the past three years has been reviewed. The item was previously returned for service on 25-feb-2015 and the device passed testing. The customer called in a service request for this item on 29-jul-2015 and reported that the device is working intermittently. The previous service condition of the device passed testing is not relevant to the current complained issue of the device is working intermittently. The manufacture date of this item is 22-apr-2011. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.